Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to have a micro dislodgement as the lead exhibited high pacing threshold measurements. Moreover, the helix was retracted and as pulled out completely from the body. The patient was also not feeling well. Additional information obtained from the field which indicated that the symptom was most likely related to the lead being turned off. The lead was repositioned. No additional adverse patient effects were reported.